Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported via the manufacturer's representative (rep) that post-operatively they had a lot of discomfort and sharp pain in the right lower back. The rep. Assumed it was normal post-operative pain, but when they turned stimulation on they were only able to get up to 1.0 volts, and at 0.2-0.3 volts it was very strong, and as the rep. Programmed the entire length of the lead they got the same results. The physician had the rep. Wait a little while and try turning stimulation on again, but it was the same result, and the trial patient was still in pain. It was noted no diagnostics were performed. As a result the physician decided to remove all components and after the explant, the trial patient reported they were unable to move their right leg, but could feel the sensation of someone's hand grasping their leg. The physician saw the patient and noted they were able to move their leg a little bit, and speculated they may have "just brushed up against a nerve during the procedure," and admitted the patient. As of (B)(6) the patient was still in the hospital and having difficulties with their leg, and overall not doing well. As of (B)(6) 2016 it was unknown if the loss of mobility or discomfort had been resolved.